Event description:
The surgeon implanted a silicone lens with model aa4203tf. The damage to the lens was noted after it was implanted. The lens was removed without patient injury. The facility indicated the lens was damaged by the cartridge.